Event description:
It was reported that the left ventricular lead was bent at an extreme angle and may have some blood ingress inside the lead body. The doctor wanted a suture sleeve and used medical adhesive to cover the area to prevent any future issue. The lead was tested with no issues afterward. The lead remains in use. It was further reported that he device was returned to the manufacturer after being explanted due to elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.